Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the power of the heartstart mrx is interrupted, the device restarts, and all settings are set to factory default. There was no reported patient involvement and/or impact.